Event description:
Attempted to use four vacuums during delivery. Not able to obtain suction from any of the vacuums. Vacuums unable to be used. No harm to patient. Manufacturer: please not that we do not send products to manufacturer, but you may arrange for pick-up by calling my number below.